Event description:
It was reported that pump malfunction occurred with malfunction code 9. The customer's blood glucose level displayed "high" however, the specific value was not known. Customer gave correction injection using multiple daily injections, did not need help from third party, and worked with technical support to reset pump using provided instructions, after which malfunction did not recur and customer was advised to continue using pump and to call back if malfunction happened again, which customer understood.